Event description:
It was reported that after a da vinci hysterectomy procedure a problem was identified and the patient was taken back into surgery for an exploratory laparotomy to look for a bowel injury.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of alleged injury to the bowel. Intuitive surgical, inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. Reporter also contacted site to obtain additional information and has been unsuccessful to obtain additional information. A follow-up MDR will be submitted if additional information is received regarding the patient's condition and outcome of the second surgical procedure. This complaint is being reported due to the following conclusion: after the patient had undergone a da vinci surgical procedure, the patient came back into the operating room for an exploratory laparotomy to look for a bowel injury.